Event description:
Patient with history of developmental delay, status post nissen, and on g-tube feedings was admitted with acute abdomen and underwent exploratory laparotomy and repair of duodenal perforation. Due to IV access issues, patient had left ej, external jugular, broviac placed. Four days later the catheter snapped when patient was being transferred out of " exersaucer" and was successfully repaired. Catheter continued to function well for several days when nurse noted bleeding at the clamp site. Reports catheter "shredded at clamp site." Broviac removed. Patient was tolerating tube feedings by this time and a new catheter did not need to be inserted. Additional follow up: the catheters were not soaked prior to their use. The storage was not outside of the expected range or conditions in the central or area. The catheters have not been evaluated by the manufacturer. There have not been any other "reported" catheter problems of this nature in the past.